Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly with lidstock for evaluation. The catheter was not returned. Visual examination revealed the guide wire contains a kink with offset coils on the distal end. The proximal end was slightly bent as well. Both welds appear intact, full, and spherical. The kink/offset coils in the swg body were located approximately 26 mm from the distal weld. The proximal bend was located approximately 45 mm from the proximal weld. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed both welds were fully intact. The lot number was not reported; therefore a device history record review was performed based on a potential lot number from the sales history of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered , withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked with offset coils on the distal end. The returned guide wire met all relevant dimensional/functional requirements and a device history record review based on sales history did not identify any manufacturing related issues. However, the catheter was not returned for evaluation. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the user felt a strong resistance when inserting the catheter through the swg. The device was replaced without incident.

Manufacturer narrative:
(B)(4). Lot #: unknown (potential lot #: 71f18e2171).

Event description:
It was reported that the user felt a strong resistance when inserting the catheter through the swg. The device was replaced without incident.